Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between transmitter and smart device. Dexcom representative advised patient's mother to reinstall the g5 application and forget the transmitter in smart device settings which was unsuccessful for the reported issue. No additional patient or event information is available.